Event description:
It was reported by service report that the footboard modules were damaged allowing the potential for fluid intrusion, and yet, it was still functioned correctly. The customer could not recall if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard modules due to misuse.